Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not display the infusion data on the screen. The customer was unable to see the rate, volume to be infused (vtbi), time, dose, and the downstream pressure indicator. The medication involved was vasopressin. The process step during which this occurred was during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.